Event description:
It was reported that the patient presented for a routine follow up appointment with no complaints or complications. A device interrogation revealed falling pacing impedance measurements and diminishing sensing values on the right ventricular (rv) lead. Thresholds measurements had also risen into what was described as a high range. The patient left the appointment with no issues and the rv lead remained in use but a lead replacement procedure was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, implanted (B)(6) 2011. (B)(4).